Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead which resulted in oversensing and multiple inappropriate shocks. Lead provocative testing was done and the noise was not reproducible. It was decided to hospitalize the patient and deactivate high voltage therapy. A lead revision procedure is being considered, but no intervention has been performed. The patient was stable with no consequences.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable with no consequences.